Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was wearing the pump in the rain and the pump was going through numbers. Customer stated that the pumps started alarming right after getting wet. Customer's blood glucose was 375 mg/dl. Customer stated that when she got home, she noticed that the pump had powered of and when it turned on, it had a no delivery alarm. Customer took the battery out for about a week to see if the pump will dry out, but when she tried to power it back on, she received an unexpected restart alarm. Customer stated that when she hit the act button, the keypad was unresponsive. Customer stated that the pump was stored or not in use for an extended period of time. Customer stated that the pump was vibrating without an alarm or alert. Customer reported that the fluid is in the motor compartment and the circuit board. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.